Manufacturer narrative:
The field service representative programmed additional wash cycles on the analyzer and no further issues were noted by the customer.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high phos2 phosphate (inorganic) ver. 2 results. The samples were initially repeated on another module, then four were repeated on the original module. Of the data provided for over 200 samples, only the results for 70 samples were discrepant. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 282314. The expiration date was requested but was not provided. The field service representative found evidence of bacterial contamination in the rinse units of the sample probe. He cleaned the water tank, flushed the system, cleaned the rinse units, and checked the wash station. Scheduled preventive maintenance was completed.